Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the locking mechanism in the attachment device did not work properly. According to the report, the saw blade device failed to mount on the attachment device. According to the reporter, there was an unexpected teething problem of the attachment device despite the fact that it had never been used. There were no delays in the surgical procedure as a spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.